Event description:
Acct. Reports that when they close the roller clamp all the way down and then unclamp it, they note pinholes in the tubing and the fluid sprays out. States it does not seem to correlate with how long they leave the sets clamped, it could be 12-14 hours or 1 hour. States they have had the sets for about a year and have just noted the leaking over the past couple of weeks. No pt. Injury but they have had chemo spills.